Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During evaluation with an olympus field service technician the event was resolved by disconnecting and reconnecting the digital light source cable and correcting the settings on the device. Once properly adjusted the field service technician confirmed that the device operated as intended with no errors. Based on the results of the investigation, the cause of the event is unintended user error. The event may have been prevented by following the below instructions in the device instruction manual. "Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. To resolve the df failure to connect e402 error, tac instructed the customer to configure the peripheral settings and changed the df type to option. The customer took pictures and confirmed that the error was cleared and the provation captured images. To resolve the b30 error, the customer disconnected and reconnect the maj-1933 digital light source cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is displaying a b30 and a df failure to connect error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.